Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Since the reported product was not available for evaluation, the reported foreign material failure mode could not be confirmed. Probable root causes for this failure mode can be associated, but not limited to: foreign material left in the device, stains, corrosion, inadequate cleaning process, environmental conditions, dents, scratches. According to event details information in the product inquiry record, there was no patient involvement or associated procedure since the failure mode was noticed prior to procedure. In sum, the unit was not returned and the failure mode was not confirmed.

Event description:
It was reported that there was foreign material found inside the sterile packaging.

Event description:
It was reported that there was foreign material found inside the sterile packaging.